Event description:
Boston scientific received information that an alert was triggered due high out of range shocking impedances. It was noted that the clinic will monitor the lead as the lead has trendd high. No adverse patient were reported.

Event description:
Additional information noted at this time there has been no change in plan for this patient. The patient will continue to be monitored it via latitude due to acceptable high voltage shock impedance reading from defibrillation testing.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Additional information noted that the system will remain implanted and the physician will evaluate the patient should shock impedance measurements exceed 200 ohms.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that defibrillation testing took place and pre shock and post shock testing showed out of range pacing impedance measurement, while the true delivered shock showed a shock impedance measurement within normal range. Boston scientific technical services discussed a gradual rise indicating something physiological. At this time the system remains implanted. No additional adverse patient effects were reported.

Event description:
--